Event description:
The affiliate reported the customer alleged discrepant cancer antigen (ca) 19-9 results, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing on another unicel dxi 800 access immunoassay system produced results within lower clinical ranges. The elevated result was not released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed dark counts check, system check, high sensitivity (hs) foam/hs no foam test, carryover test, and quality control (qc). All system test results were within specifications. The fse completed a sample test indicating no reagent pack contamination. The fse reported no system issues. The unit confirmed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.